Event description:
At the l5-s1 level, a peek cage was trialed and malleted into place with excellent purchase. The trial was noted to have an accessory piece which seemed loose when we were malleting the trial in the disc space. When the trial was removed a small metal screw type piece was seen in the patient. It was removed by the surgeon. Instruments were checked and did not appear to have any broken or missed parts. The trial was inspected with the implant representative and appeared to be okay. When the procedure was almost finished an x-ray was taken to assure proper alignment. The x-ray revealed a shiny metal object in the pelvis. The surgeon went into the pelvis and retrieved the item. What was removed was the exact same screw type that was removed earlier in the surgery. The two screws were placed in a specimen cup. The trial piece was also saved.